Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, fell, hit their cheek and have a bruise on their face. It was further reported that the right ventricular (rv) lead exhibited loss of capture and high thresholds. The rv lead was replaced. The patient experienced an asystole event during the replacement procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was capped prior to being replaced.